Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on december 2, 2019. They reported they had reprogrammed the patient once, which didn't help the patient. The patient is planning on having their ins removed and replaced with another ins model. No further complications were reported or anticipated.

Event description:
Additional information was received from the rep. It was reported that they were unsure if they found it was related to the device, but the patient has not reached back out concerning reprogramming nor has the office. Hcp provided patient's weight information. Patient was not admitted to the hospital for a psychiatric hold due to devices/therapy. Patient did not have a history of mental health issues/suicidal behaviors, nor did patient have a history of hospitalization due to psychiatric issues. The removal of the device changed patient's symptoms. When rechargeable battery was removed and replaced with a prime (non-rechargeable) battery, symptoms improved. Patient reported worsening facial pain after rechargeable battery was implanted. The date of the surgery was (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Correction - patient codes (B)(4) do not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the device was replaced with a non-rechargeable battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that since receiving a rechargeable ins on (B)(6) 2019, the patient wasn't getting the same symptom control they had prior to the replacement. They were also experiencing facial pain and their headaches (the reason why they had an implanted device) had worsened. The patient had gone to the emergency room (ER) twice since getting the rechargeable device due to the headache pain. The most recent ER visit was (B)(6) 2019, and at that time the patient was suicidal. The ER doctor contacted both the surgeon and the manufacturer representative (rep) to discuss next steps. The rep told the ER doctor they wanted to reprogram the patient's system one more time prior to any surgical intervention. The surgeon to the ER doctor that they would do whatever the patient wants. The caller wanted to get in touch with the rep to schedule a time for reprogramming to occur. An email was sent to the re p. No further complications were reported or anticipated.